Event description:
The customer received a blood glucose reading from the contour that was 30mg/dl higher than another meter. Specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Strips were not expected to be returned for evaluation. A new kit was sent to the customer.